Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. No intervention has been performed. The patient was in stable condition.